Event description:
It was reported that the patient came to the hospital due to delivered therapies. The device was found to be in a reset mode. A firmware upgrade restored the device to normal. At one month follow up, the device was found in reset again. The device was explanted.

Manufacturer narrative:
The field experience of the therapies delivered was confirmed. A review of the records showed that the first device reset occurred in 2009. However, the root cause of the first reset remains undetermined. The report of the second reset remains unconfirmed. The device functionality was tested on the bench and found to be normal. An automated electrical test system was performed. The device passed all tests and no anomalies were detected. .

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.